Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during testing, the external pulse generator (epg) had output readings that were out of specification. It was recommended that a the epg be returned for service. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue. It was found that the interconnect flex was damaged. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg has been returned for service.